Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a red alert had been generated from this system due to a shocking impedance measurement greater than 200 ohms. Additionally, noise was noted on the atrial channel which was oversensed resulting in stored episodes of atrial tachycardia response (atr). A boston scientific technical services consultant documented the clinical observations and recommended further system testing. The caller stated no further testing will be performed and the shock vector was reprogrammed. No adverse patient effects were reported.